Event description:
It was reported that the insulin gauge was inaccurate. The customer declined follow up from tandem technical support on the reported issue, and no further information was able to be obtained. There was no adverse impact on customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.